Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the physician did not manage to expose the clip. They removed the clip from the patient, and placed a new one without an issue. The procedure was completed with the new clip. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the physician did not manage to expose the clip. They removed the clip from the patient, and placed a new one without an issue. The procedure was completed with the new clip. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath and that there was a kink near the handle. The clip assembly was located just inside the over sheath. Once the clip assembly was exposed, the control wire was actuated several times and deployed. As evident by the kink in the control wire and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)